Event description:
Harmonic scalpel stopped functioning midway through the operation. The hand piece, cord, and machine were changed. A second hand piece was brought up to the field and the same malfunction occurred. I was able to locate a hand piece with a different lot number and that hand piece worked.